Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted, if explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 20.5 diopter intraocular lens (iol) was removed and replaced with another lens during the initial procedure when the surgeon noticed the lens haptic was missing during insertion. Incision was enlarged, but no harm or injury to the patient. Reportedly, patient has recovered postop surgery. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 08/08/2019. Device evaluation: the preloaded insertion system was received for investigation, august 8, 2019. The plunger component was observed in a fully advanced position. Visual inspection using magnification was performed. No lens was observed in the preload system. Therefore, the customer's reported issue could not be verified. Based on the evidence observed, no product deficiency was identified. The customer's reported event was not confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.